Manufacturer narrative:
Brand name: the product used was an unknown revaclear. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction 20 minutes into treatment with a polyflux, revaclear and a nephral membranes. The patient complained of a heat sensation and treatment was discontinued. Subsequently, the patient developed severe cough, chest pain and shortness of breath. The patient was treated with intravenous cortisone, and an aerolin and beroven mask. The patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.